Event description:
Reportedly, during testing, the touch screen was found to be unresponsive. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The printed circuit board (pcb) was replaced and the issue was resolved. The device was not on a patient when this event occurred.

Manufacturer narrative:
(B)(4).